Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to a segment of the conductor wire sticking out from the wrist at the distal end. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed the electrical continuity test. The root cause of this failure is attributed to component failure. Further observation found that the conductor wire had insulation damage at the distal end. There was no material found missing but the instrument was tested for electrical continuity and passed. The root cause of this failure is attributed to mishandling/misuse. It was also noted that upon visual inspection, the jaw ceramic dots were present. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted procedure, the vessel sealer extend instrument had a wire sticking out. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no fragment issue from the instrument.